Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent surgery to remove excess bone and to re-fuse the l4-5 level. It was reported that during this surgery rhbmp-2/acs was mixed with autograft. It was reported that the patient continues to experience severe pain that prevents her from performing many basic activities of daily living.